Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously low total protein modular (tpm) patient result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The initial erroneous result yielded a value of 61 g/l and upon repeat generated a result of 71 g/l. The erroneous result was not reported out of the laboratory. There was no change to patient treatment or diagnosis as a result of this event.

Manufacturer narrative:
The sample was drawn in a bd vacutainer and was run fresh. The customer indicated that qc has been erratic for the last two weeks. A bec field service engineer (fse) was dispatched on the day of the event and replaced the modular chemistry (mc) regulator valve.